Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). After additional information was received on may 10, 2019, it was determined that this event no longer meets the criteria of a reportable malfunction. Subject matter expert, confirmed that the reported zimmer titanium screw did not match any zimmer screws drawing. As a result, the prior submission for MFR- (B)(4) submitted on (B)(6) 2019 is no longer considered a reportable event by the manufacturer and no further report will be submitted for this event. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative. The following sections were corrected: d4: catalog number unknown. D1: brand name. D2: common device name and device product code unknown. D3: manufacturer unknown. G1-2: office contact - manufacturing site unknown. G5: PMA/510(k) number unknown.

Manufacturer narrative:
(B)(4). Patient's age not provided/unknown. Patient's weight not provided/unknown. Event date not provided/unknown. Device lot number not provided/unknown. Reporter's last name not provided/unknown.

Event description:
It was reported that the abutment screw (mhlas) became loose. The screw was removed and replaced. Tooth location 15.